Event description:
It was reported that the patient underwent a idiopathic scoliosis posterio at t4-l2. It was reported that the set screws would not start properly inside the rod reducer and would start to shear off metal when forcing them in. The surgeon replaced the set screws because they appeared to be cross threading. The new set screws were used without the rod reducer. No fragments of the device are remaining in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Macroscopic and optical of returned set screws reveal thread crest and flank damage at the start of the thread. Functional evaluation with two sample mas heads were performed; both set screws were able to be fully seated without issue. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information, due to the inability to examine the associated beale rod reducer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.